Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced an abrupt onset of low flow alarms. The patient was running in the 5.0¿s. A review of the log file by the manufacturer representative captured low flow events on (b)(66) 2019. The pump appear to be operating correctly: however, there appeared to be a reduction of blood volume flowing through the pump. The patient continued with low flow alarms throughout the night. A CT scan was completed and showed outflow graft occlusion. On (B)(6) 2019 the patient was taken to the or for a revision. The patient¿s chest was opened via median sternotomy. The pump and graft visualized. Flows went from 0.8 to 4.5 once the graft was exposed and freed from the chest. The pump was stopped and the outflow graft was removed. A new graft was placed and the pump was restarted. Flow remained stable >4.0 lpm. Inspection of the old graft revealed that a large amount of infectious material/thrombus was adhered to the external portion of ofg in between the bend relief and graft. The graft was completely collapsed. The patient is doing well, extubated; however, still on IV medications.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported the patient was continuing regimen of nafcillin on (B)(6) 2019 when admitted for low flow alarms. The patient was referred to the emergency department where there were concerns for outflow graft occlusion and infection so vancomycin and cefazolin were started for 48 hours per protocol. A CT scan on (B)(6) 2019 showed fluid surrounding the outflow graft in the right pericardial gutter consistent with infection. Outflow graft revision showed purulent-appearing fluid around the outflow graft densely incorporated at the midpoint of the right atrium. This suggested that the infection was limited to this region.

Event description:
Additional information: when the patient was in the operating room for concern of lvad outflow graft obstruction, an exploratory lap with mobilization of omental flap was also performed. The pump house itself was fully encapsulated with no purulence. As soon as the surgeon entered the purulent space around the graft and mobilized the bend relief, the flow immediately increased to normal which suggested that extrinsic compression was more likely the cause as opposed to twisting of the outflow graft. The graft was transected very close to the clamp to remove any potentially infected graft material. The pump area did not appear contaminated, therefore it was elected to leave the pump in place, although the patient received a new outflow graft. After surgery the patient was afebrile and taken to recovery.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported collapsed outflow graft was confirmed based on the submitted photos; however, a specific cause for the collapsed outflow graft could not conclusively be determined through this investigation. Additionally, the collapsed outflow graft could have caused the low flow alarms confirmed through the analysis of the submitted log files. Photos of the proximal ~4¿ of the exterior of the outflow graft were submitted. A large amount of tissue was present on the exterior of the graft¿s distal end; some of this tissue appeared acute. The graft appeared to be collapsed with no evidence of a twist. The submitted log files captured numerous low flow hazard alarms on (B)(6) 2019 when the estimated flow dropped below the low flow threshold of 2.5 lpm for more than 10 seconds. The actual motor speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The patient ultimately expired on (B)(6) 2020 due to cardiac arrest. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. Heartmate 3 lvas IFU (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation conclusion: the reported collapsed outflow graft was confirmed based on the submitted photos; however, a specific cause for the collapsed outflow graft could not conclusively be determined through this investigation. Additionally, the collapsed outflow graft could have caused the low flow alarms confirmed through the analysis of the submitted log files. Photos of the proximal ~4¿ of the exterior of the outflow graft were submitted. A large amount of tissue was present on the exterior of the graft¿s distal end; some of this tissue appeared acute. The graft appeared to be collapsed with no evidence of a twist. The submitted log files captured numerous low flow hazard alarms on (B)(6) 2019 when the estimated flow dropped below the low flow threshold of 2.5 lpm for more than 10 seconds. The actual motor speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The account communicated that the patient¿s blood pressure was 70, hemoglobin and hematocrit were stable for the past few weeks, and bnp was 11879 (up from 525 from 2 weeks ago). The patient was asymptomatic but did report a 4-pound weight gain overnight. A pet scan showed increased metabolic activity along the outflow graft. The patient continued to have low flow alarms overnight. A CT scan on (B)(6) 2019 showed occlusion of the outflow graft as well as fluid surrounding the graft in the right pericardial gutter consistent with infection. The patient was taken to the operating room on (B)(6) 2019 for revision. Once the graft was exposed and freed from the chest, flows increased. The graft was replaced. Flows reportedly remained stable >4.0 lpm. The patient is reportedly doing well. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 lvas IFU also lists neurological dysfunction as a potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.